Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure that the right ventricular (rv) lead showed low impendence and no sensing. It was further reported that the rv lead screw would not extend/retract during placement. The lead was removed and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection had shown the segments lead was returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. The inner insulation breached causing the distal and proximal conductor shorting each others, and that contributed to the electrical complaints. If information is provided in the future, a supplemental report will be issued.